Manufacturer narrative:
The reported event of over sensing noise was not confirmed. As received, a partial lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead was over-sensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also reported that the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. Both ra and rv leads were explanted and replaced. The patient was in stable condition.